Manufacturer narrative:
Initial.

Event description:
It was reported that the user was advised by a healthcare professional to perform a factory reset of the ilet pump due to frequent low blood glucose readings while starting a new medication expected to affect glucose levels, and the user was shown where to access the factory reset on the pump; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia with a lowest reported glucose of 40 mg/dl, dizziness, and muscle weakness. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to link a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.